Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. During the deployment procedure the person holding occlusive pressure experienced difficulty in getting a good hold. The deployer had difficulty advancing the dilator into the tissue tract. The tissue tract was re-prepped several times with hemostats. After significant difficulty, the white stripe on the locator was finally identified at the end of the tissue dilator. Upon completion of the deployment a significant amount of blood spurted out of the puncture site. Manual pressure was held for five minutes and it appeared that hemostasis was achieved. About an hour and a half later the pt had a cold white leg. A doppler was performed and the pt had no pulses. The pt was sent for an angiogram and it appeared that there was a clot at the popliteal artery above the knee. The radiologist made several attempts to snag the plug with a wire but ended up sending the pt to surgery. The full collagen plug was reportedly removed from the popliteal artery. No further complications were reported.